Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead on the current electrograms (egm) and possible right ventricular (rv) lead undersensing on the sensing marker channels. It was noted that the ventricular undersensing may have lead to a pacing issue. The leads remain in use. No patient complications have been reported as a result of this event.